Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported there was a high voltage problem with the right ventricular (rv) lead. The rv lead exhibited a sensing/detection problem, inadequate high voltage therapy, high short interval counts (sic) and a gradual rise in low voltage impedance. A possible rv lead fracture was suspected. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: analysis of the device memory indicated impedance on the rv (right ventricular) pacing lead was beyond the expected range and oversensing due to non-physiologic signals/sic (sensing integrity counter).